Manufacturer narrative:
The device was received for evaluation. The reported problem was confirmed. There is a slice at the distal tip of the shunt at the common carotid side. The cut in the lumen went through to the inflation lumen which caused fluid to leak out. During manufacturing the devices are leak tested. It is likely that the device was damaged during clamping or handling of the device during use. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that the balloon of the shunt would not inflate. It was not used on the patient.